Event description:
It was reported that the right ventricular lead was explanted and replaced during a generator change out procedure due to positional chest wall stimulation. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 7.2 cm and the distal portion measured 46.9 cm. External insulation abrasion was noted at 5.6 ¿ 6.1 cm and 15.3 ¿ 15.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Other damages found were consistent with procedural damage.